Event description:
It was reported that a patient was operated on the wrong side, after CT sinus images were sent from CT to the pacs to the tdk cd burner. The sinus images were acquired with the patient in a prone position, and a save state is made on the CT scanner. The images display as desired on pacs as default display protocols are configured to flip the images. The customer then sends the images from pacs to the cd burner where the image reverted to its original orientation.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted at in april 2008. Upon investigation, it was determined that there was no defect in the software for this product. The software was determined that transferring the images to the tdk cd burner caused to images to revert to their original orientation.